Event description:
Boston scientific crm received information that, during the implant procedure, this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the programmer screen when the physician moved the lead. It was also noted the lead did not stay fixed in the connector port. The physician elected explant this ICD, and implant a new device. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The sealplugs were removed. All setscrew threads and terminal block are extremely clean and all threads are very sharp. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Initial allegations of noise, and difficulty fixing the lead in the connector port were not confirmed by laboratory analysis.